Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the wings which secure inner cannula to trach flanges was broken. Re-intubation was required. It was replaced with an identical tracheostomy tube (8.0 cuffed).